Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday during a c5-7 acdf, we were final tightening the pulse plate with the cam driver shaft (4102-80-100 lot #pc2092572). We final tightened all 6 cam locks on a 2-level plate. We then took a final fluoro shot and the surgeon didn't like the placement of two of the screws. We went back to the plate and attempted to unlock the cams when the cam driver shaft broke. The tip of the shaft broke and remained in the cam lock. We were able to fish or the broken tip with a spinal needle and kocher. After removing and replacing the screws, we flipped the cam lock driver and used the other end to final tighten. After another final x-ray, the surgeon was happy with the construct. The procedure was completed successfully and the broken tip from the cam driver shaft was successfully recovered and placed on the back table.

Manufacturer narrative:
Correction data: one (1) tri lobe cam driver [product code: 4102-80-100] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report noted plastic deformation at the trilobes indicative of a torsional overload. This suggests that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the distal tip of the cam driver becoming broken cannot be positively determined. However, the fracture analysis report noted plastic deformation at the trilobes indicative of a torsional overload. This suggests that the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.